Event description:
Procedure performed: lap hernia. Event description: limited information available at the time of report. Trocar broke. Part of it was inside the patient when the surgeon noticed. Additional information received from applied medical representative via email on november 15, 2019: the model is ctr03. The detailed event description is the surgeon inserted his [tack fixation] instrument into the trocar and it seemed caught on something...the surgeon continued inserting with significant force and the [tack fixation instrument] went through the trocar completely and the surgeon carried out the procedure as normal. During a final look through a clear rounded object was discovered in the patient. The clear object is from the inside of the seal of the trocar. Procedure performed was a lap hernia. Procedure completed as normal. There was no patient injury. The patient status is no patient injury. There are no photos available, they have the trocar to mail in to the home office. All pieces were retrieved from the patient. Clear component inside seal detached. The color was clear. The entire component fell out. [Tack fixation device] was being used at the time. Patient status: no patient injury. Type of intervention: completed as normal.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience of seal component separation could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation through the trocar. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap hernia. Event description: limited information available at the time of report. Trocar broke. Part of it was inside the patient when the surgeon noticed. Additional information received from applied medical representative via email on november 15, 2019: the model is ctr03. The detailed event description is the surgeon inserted his [tack fixation] instrument into the trocar and it seemed caught on something...the surgeon continued inserting with significant force and the [tack fixation instrument] went through the trocar completely and the surgeon carried out the procedure as normal. During a final look through a clear rounded object was discovered in the patient. The clear object is from the inside of the seal of the trocar. Procedure performed was a lap hernia. Procedure completed as normal. There was no patient injury. The patient status is no patient injury. There are no photos available, they have the trocar to mail in to the home office. All pieces were retrieved from the patient. Clear component inside seal detached. The color was clear. The entire component fell out. [Tack fixation device] was being used at the time. Patient status: no patient injury. Type of intervention: completed as normal.